Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37752, serial# (B)(4), product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type extension product ID 3487a-56, lot# v660847, implanted: (B)(6) 2011, product type lead product ID 3487a-56, lot# v537001, implanted: (B)(6) 2011, product type lead . (B)(4).

Event description:
It was reported that the patient had coupling and/or communication issues with the recharger. The patient had a surgical revision done in (B)(6) on the pocket to help with coupling. Despite this it was noted that the patient was recharging "more than expected." During the day the stimulator was on, and at night the amplitude was down. It was noted the "interval for 24 hrs/day was 7 days beginning of life and 6 days end of life." After doing a recharging interval calculation, it was noted the patient should be recharging every 7 days at her current settings. The patient's current interval from 100% full to 0% was 3 days, and the normal usage interval was approximately 1.5 days. The patient was recharging at 25-50% depletion, not zero. The recharger coupled with 8 black bars, but "seemed to take hours" to recharge. The impedance test was normal and the group impedance test was "fine also." A new recharger was going to be tried before surgery was considered.